Manufacturer narrative:
Expiration date (12/2020). Manufacturing date (12/2015). Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. No sample has been received for evaluation. Review of the assembly work order does not reveal any sign of defect during the inspection. Review of the incoming lot acceptance log for the supplier does not reveal any signs of any dimensional failure during the incoming inspection upon receipt of the raw material. A batch record review indicate no discrepancies could be found. However, a previous investigation associated with the reported event has been approved and is completed. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on september 15, 2016. (B)(4). Note: another additional case is associated with this complaint. A separate FDA form 3500a has been completed for that case.

Event description:
Complaint received from the end user reporting that the "coude tip is curved excessively like a fish hook. Unable to use." A photo has been provided regarding the reported event. The product was not used by the end user. No further information was provided.

Manufacturer narrative:
The last three (3) product monitoring reviews (pmrs) were reviewed. A trend was observed for the product category, gentlecath catheters, and the reported malfunction, catheter tip is deformed or incorrect shape, or tip is missing/not formed. Complaint spanning from october 27, 2014 through october 27, 2016 (2 years) was reviewed as it related to reports for the gentlecath catheters. A total of seventeen (17) complaints were reported. No trends for the lot number were observed; however, the issue impacted only two icc codes. A batch record review indicates no discrepancies could be found. No further action is required for investigation of this complaint. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 20, 2017.

Manufacturer narrative:
This supplemental report is being submitted to correct (date received by manufacturer) as 12/29/2016, which was incorrect on the supplemental follow-up report#01 (MFR report# 9611710-2016-00119) submitted on january 20, 2017. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 27, 2017.